Event description:
The customer reported, the icp catheter dislodged during gentle positioning of the pt's head in preparation for intubation. The catheter had been in place for 24 hours. The catheter was replaced at bedside, and five days later leaking was noted from head dressing while turning the pt. In both instances, the catheter was working properly before they dislodged. Pt outcome was good. Pt was transferred to another facility.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based upon the reported info.